Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that a patient expired while connected to a lap top ventilator 1150. The customer confirmed that no malfunction occurred and that the patient simply expired during transport.